Event description:
It was reported via clinical affairs that a patient with an edwards aortic bioprosthetic valve implanted in 2009, presented with early degeneration and severe aortic stenosis (ava 0.5 cm2, mean gradient 50 mmhg), nyha IV heart failure symptoms. The patient was presented for enrollment in clinical trial for minimally invasive surgery to implant an edwards sapien transcatheter valve inside the degenerated valve; however, was not approved for the procedure/trial. Per further follow up with the hospital, it was learned that the patient underwent surgical aortic valve replacement on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The explanted device has not been returned to edwards for evaluation. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The model and serial number were not provided, so a manufacturing review is not possible at this time. Edwards will continue follow up attempts for device return, and will report any updates once available/provided.

Event description:
Additional information has been obtained in which the serial number for this device is now known.